Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he went to urgent care due to high blood glucose levels. Blood glucose level at the time of the incident was 435 mg/dl. Customer stated that he was being transferred to the emergency room. Troubleshooting was not completed, but did not show any malfunction of the insulin pump. The device was not replaced or returned for analysis.